Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. Lead fracture was observed. Previously a slight decrease in high voltage lead impedance had been noted. The lead was capped and replaced successfully with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.1cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.